Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient presented with post laminectomy syndrome, lumbar disk degeneration, lumbar stenosis, sciatica, lower back pain and underwent the following procedures, lumbar 4, lumbar 5, sacral 1 pedicle fusion. Lumbar 4, lumbar 5, sacral 1 far lateral arthrodesis and far lateral fusion. Right-sided transforaminal l5-s1 interbody discectomy. Right-sided l5-s1 interbody arthrodesis and interbody fusion with a 10 mm titanium spacer, left-sided l5-s1 foraminotomy, radiographic interpretation, neurologic monitoring, l5-s1 laminectomy. As per-op notes, ¿instrumentation system was used in the procedure. A complete l5-s1 discectomy was performed from a l5-s1 transforaminal approach. A combination of bmp and autologous bone chips were laid within the disk space as well as a 10 mm titanium cage was inserted under direct visualization with gentle medial traction of the traversing nerve root.¿ there were no complications. Patient alleges unspecified injury due to the use of rhbmp-2.